Manufacturer narrative:
H2) device evaluation: h3, h6) analysis was completed for the detector panel and cp2 component. The reported complaint was unable to be confirmed through functional testing, performance testing, and visual/physical examination. The detector and cp2 processor were installed into a test system for several days. The system booted and readied. An offset adjustment was performed per final test procedure. 2d and 3d imaging passed. There was no fault found with the detector panel and cp2 component. FDA evaluation codes 10, 213, and 67 apply to the analysis completed for the detector panel and cp2 component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi40000026, serial/lot #: rev. 5 : s/n's panel: (B)(4). Patient information was unavailable from the site. A medtronic representative went to the site to test and service the equipment. The detector panel and cp2 part was replaced, thus resolving the issue. The imaging system passed the system checkout and was found to be fully functional. The detector panel and cp2 part was received by medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was noise generated in the fluoroscopic image. Because the noise was in the range that did not affect the operation, there was no impact on the progress of the operation or the patient. The procedure was completed with the continuous use of the imaging system. There was no delay to the procedure due to this issue. There was no patient injury and no reported impact on patient outcome.